Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a fixation of sacral spinous ligament in vaginal stump procedure on (B)(6) 2025 and suture was used. During the procedure, the suture broke while pulling the sacrospinous ligament after fixing it. Pull out the broken end and tie the instrument. There is a risk of postoperative rupture, which may affect the patient's healing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following additional information was received: received information as following from sales rep via phone today. After investigation, the patient was a female of unknown age who underwent sacrospinous ligament fixation of the vaginal stump on april 16, 2025. The operator used w6977 for sacrospinous ligament suturing fixation during the surgery. The suture broke when pulling the sacrospinous ligament. The operator immediately removed the broken suture and replaced a new suture (with specific product information unknown) for suturing fixation. The subsequent surgery went smoothly. Surgery time was extended about 30 minutes due to this event and no further adverse events were reported. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected data: d4, h11. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.